Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 66 mg/dl. Customer stated she was walking around her city and had the device connected to her waist. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The express bolus button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, battery tube threads, display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.